Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reported issue nozzle channel clogged was confirmed. The following findings were also noted during device evaluation: due to deformation of lock engagement knob, lock engagement knob rotates concurrently, due to deformation of lock engagement lever, lock engagement lever rotates concurrently, switch button 1 has a cut, scope-cover is deformed, scope-body has a crack, lock engagement lever has a crack, suction-cylinder is deformed, due to deformation of the scope connector, water tightness is lost, due to a dent on distal end, water tightness is lost, due to damage on ultrasonic cable, displayed ultrasound image is defective with missing elements, due to damage to the acoustic lens, the displayed ultrasound image is defective, acoustic lens is damaged, acoustic lens has a scratch, the distal end is deformed, adhesive around light guide lens has a chip, the nozzle is deformed, the adhesive on bending section cover is detached, due to the wear of angle wire, the play of up/down knob is out of the standard, bending tube is damaged, due to deterioration of braid of bending tube, tightness of the braid has become uneven, channel-tube has a buckling. Phenomenon there is a gap between the acoustical lenses and the ultrasound probe, the root cause could not be identified. Based on the following findings from investigation, it is estimated that the root cause of the failure event was not identified, but it was caused by mishandling by the client and abrasion, or damage associated with increased use/time. Phenomenon inadequate or incorrect reprocessing scope was used, the identity of the foreign body is unknown and the root cause of the residual foreign body in device could not be identified. Based on the following observations from investigation, it is possible that the foreign matter could not be removed from the acquired information due to the physical damage of device even if the re-process was performed properly. A device history review revealed that there were no problems at the time of release. This issue is addressed in the instructions for use (IFU): when the content of gf-uct180's instructions for use was checked, the re-process methods are described below. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope nozzle channel clogged. Due to the defect the device was not properly reprocessed before it was sent in. Upon inspection and evaluation, there is a gap between acoustic lens and ultrasound probe and insufficient or incorrect reprocessed scope was used. There was no patient involvement with this scope. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.